Event description:
Patient passed away [death] . Case narrative: (B)(4) is a serious spontaneous case received from a health professional via regulatory authority in the united states. This report concerns a patient (no patient identifiers reported) who passed away during treatment with intraarticular euflexxa (sodium hyaluronate) solution for injection, unknown dose, every week for three weeks, for unknown indication from an unknown start date to an unknown stop date. The reporter stated that the patient passed away on an unspecified date in 2021 of unknown cause. It was unknown if an autopsy was performed. Action taken with euflexxa was not applicable. At the time of reporting, the outcome was fatal. Concomitant medication and medical history were not reported. All events in the case were reported as serious. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw5107941. 4580: insufficient information 2993: adverse event without identified device or use problem. Sender comment: very limited and important information has not been reported for this case including the patient's medical history, laboratory findings, concomitant medication, product indication, administration dates, as well as the details relating to the death of the patient preventing a proper medical assessment. Based on the known safety profile, when used according to label, it is considered highly unlikely that euflexxa caused the patient's death. Company causality unrelated. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.